Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were having some pain and bruising around the incision site of the implantable pulse generator (ipg). The patient also stated they were feeling tugging sensation in their chest. The patient mentioned they were told in the past that the upper right atrial (ra) lead has frayed due to the patient's sleeping position. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.